Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the ¿up¿ and ¿ok¿ buttons were not responding properly. It was reported that the keypad cover was torn and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings: a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was torn. The pump powered up with the appropriate audible and vibratory features. The ¿up¿ and ¿down¿ arrow buttons were unresponsive. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, the battery compartment was found to have cracked at the threads area and the verify screen was dim and discolored.